Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20 ga x 1.25in sp with maxzero had a hole in the catheter. The following information was provided by the initial reporter: this happened on (B)(6) 2024 when rn went to start and IV and noticed while advancing catheter. The end of the catheter crinkled up and she noticed a hole in the side of the catheter about halfway up the needle. I asked if she attempted to re sheath the needle at any time and she did not. (B)(6) 2024, any adverse event or serious injury reported to patient or healthcare professional? No adverse event or injury to the patient or rn. Please confirm whether there was any patient impact. No patient impact.

Manufacturer narrative:
Investigation results: the complaint of a hole in the side of the catheter was confirmed. A hole was observed in the catheter tubing, which may have been associated with needle puncture damage. It appeared that the IV catheter was used, which indicates that the catheter may have been damaged during insertion. Reinsertion of the needle within the catheter can cause catheter damage; however, the root cause could not be determined since the observed damage could have also occurred during manufacturing. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.